Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -8.5 diopter, in the patient's left eye (os) on (B)(6) 2017. The patient experienced low vault, and lens rotation. On (B)(6) 2017, the lens was exchanged for longer lens, and the problem was resolved. As of the day of MDR submission, the lens has not been returned.

Manufacturer narrative:
Additional data: device evaluation: product evaluation found that the lens was returned dry in a small vial. Visual inspection found the haptic torn/broken/bent/deformed and debris and clear residue on lens surface. (B)(4).